Event description:
It was reported that video system center had a blackout image. The event occurred during cystoscopy diagnostic procedure while the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.